Event description:
It was reported that prior to a coronary stent procedure, stent damage was noted right out of the package. Upon removal from the package, it was noted that one of the stent struts had lifted. No patient injuries or complication were reported.